Event description:
Cooper surgical mitysoft bell cup vacuum. Item#: 10058, lot#: 223479. No patient injury. "The provider placed the vacuum on the fetal head, pumped the handle, no suction was available, pressure unattainable. The provider stated it was as if there was a leak in the vacuum." Ref e-complaint: (B)(4).

Manufacturer narrative:
Reference e-complaint: (B)(4). Investigation: x-initiated manufacturer's investigation: x-no sample returned, x-review DHR. Analysis and findings: the event reported cannot be verified as the sample was not returned at the time of this investigation, and no RMA was given. Should the sample be returned at a later date this complaint may be reopened for analysis verification. Although a root cause is indeterminable without the actual affected sample, it's possible that a correct seal was not obtained in order to produce a vacuum. Instruction for use is provided in the product IFU. It should be noted that each vad device is individually functionally tested for acceptance; 100% functional and visual acceptance. A review of the work order DHR indicated that all process were performed with acceptance and did not indicate any abnormality. Correction and/or corrective action: none. Corrective action is not required at this time as the affected device was not returned for investigative analysis and root cause. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Reference e-complaint-(B)(4).

Event description:
Cooper surgical mitysoft bell cup vacuum. Item # 10058, lot # 223479. No patient injury. "The provider placed the vacuum on the fetal head, pumped the handle, no suction was available, pressure unattainable. The provider stated it was as if there was a leak in the vacuum." Ref e-complaint (B)(4).